Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller is a doctor, and wanted to know how much insulin the customer is receiving. The caller stated that the customer experienced an episode of low blood glucose, but did not provide the reading. Assisted in reviewing the basal rate and bolus deliveries. Days later, a nurse called for assistance with the meter ID. Nothing further was reported.